Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of cable in a loop was not replicated by failure analysis. Additional observation during failure analysis found the instrument pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument's cable was in a loop. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.